Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient stated that the dexcom display device was showing reading of 100mg/dl when he passed out. He doesn't remember what he was feeling prior to passing out as he was "really out of it". His son tried to wake him and called an ambulance. The patient's son checked the bg and it was 40 mg/dl while the cgm was still showing 100mg/dl. The patient's son gave him 3 cheese peanut butter crackers and liquid glucose, but he said he was still out of it when the ambulance arrived. Emergency medical technicians (emt) arrived and did a fingerstick again, it was showing 40 mg/dl after treatment. There is no information about what the cgm was displaying during this time. Emts brought him to the hospital. The patient stated the doctor gave him a lot of fluid and diabetes medication and he was sent back home. At the time of the report, the patient was feeling okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.